Manufacturer narrative:
One cadd legacy 1 pump was received contaminated with fluid ingressions. The event log was reviewed and there were "no disposable alarm messages" after disposable was attached. A functional check was performed and the pump was also visually inspected. The reported "double beep no cassette" issue was verified. The pump was found to be double beeping without cassette during the investigation. Fluid ingressions were found on chassis base by the occlusion sensor. The "double beep not cassette" issue was caused by fluid ingressions. This issue was user induced via fluid ingression into the main body of the pump as a result of the user's improper cleaning of the pump. The downstream occlusion sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump displayed a "double beep no cassette" message. There was no reported adverse event.